Event description:
The targis microwave procedure was performed on rptr with the implied intent of curing or greatly lessening the symptoms of 22 year bout with chronic prostatitis. Since the procedure rptr is no better and has no ejaculation after orgasm. Rptr's question is what kind of studies have been done on the use of this procedure with their condition and is there any danger in the fact that rptr has no fluid discharge upon orgasm. After the fact there is a lot of lower back and testicle pain involved.